Manufacturer narrative:
Additional information was received on 31-jul-2024 clarifying that the sheath used was not the bwi vizigo sheath. The sheath used was the st. Jude slo medical sheath. Therefore, this bwi device was re-assessed as not MDR reportable. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature venticular contraction (pvc) cardiac ablation with a vizigo sheath and thermocool sf nav catheter and the patient experienced cardiac tamponade that required pericardiocentesis. Two hours after the start of the procedure, after ablating in the right ventricular outflow tract (rvot) for pvc procedure, during re-mapping, the heartbeat was weakened in cine. Cardiac tamponade was suspected and drainage was performed. The procedure was completed as it was. The physician's opinions on the relationship between the event and the product is that there was no forceful manipulation or excessive ablation during mapping or ablating, but based on the timing of noticing the tamponade, there is a possibility that something was caught by the ablation catheter or the sheath. Transseptal puncture was not performed. Ablation was performed prior to identifying the tamponade. No steam pops were confirmed. No abnormalities observed prior to or during use of the product. Additional information was received. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The possibility that the ablation catheter or sheath caught intracardiac tissue cannot be ruled out. Catheter entrapment did not occur. The physician mentioned about the possibility that the catheter or sheath scratched intracardiac tissue and tamponade occurred. The outcome of the adverse event was improved. The ablation never continued beyond the cut-off values. The generator was set to power control mode.